Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has cancer at the head of the pancreas, and was being treated for a stricture within the common bile duct. Reportedly, the stricture was not tight and had not been dilated prior to the stent placement. During the procedure, the physician inserted the delivery system into the target lesion, and attempted to deploy the stent. However, the stent could not be deployed. Reportedly, the scope was severely flexed and the patient's anatomy was tortuous due to duodenal invasion. The physician adjusted the scope, and began to deploy the stent. Subsequently during deployment, it was noticed that the positioning of the stent was not in the desired location. The physician attempted to reconstrain the stent back onto the delivery system; however, it was unsuccessful. The stent was partially deployed when it was removed from the patient. Outside of the patient, the physician tried again to retract the outer sheath in an attempt to reconstrain the stent, but it was still unsuccessful. At this time, it was noticed that the outer sheath was stretched and there was a kink at the distal tip of the device. The physician completed the procedure with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was partially deployed by approximately 25mm. The distal end of the device is curved in appearance. The clear section of the outer sheath is severely kinked between 110mm and 130mm proximal to its distal end. The outer sheath is kinked again at 230mm proximal to its distal end. An attempt to reconstrain the stent failed. An attempt to complete deployment resulted in the inner shaft exiting the guidewire access port. The shaft of the device was dissected proximal to the guidewire access port. The stent was deployed distally. Examination of the deployed stent found no anomalies. Examination of the inner shaft noted that it was kinked at the area where it had exited the guidewire access port. The inner shaft was twisted in appearance between 245mm and 250mm proximal to the distal tip. Note: the investigation results were able to confirm the complaint reported event of partial deployment of stent. Event remains reportable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has cancer at the head of the pancreas, and was being treated for a stricture within the common bile duct. Reportedly, the stricture was not tight and had not been dilated prior to the stent placement. During the procedure, the physician inserted the delivery system into the target lesion, and attempted to deploy the stent. However, the stent could not be deployed. Reportedly, the scope was severely flexed and the patient's anatomy was tortuous due to duodenal invasion. The physician adjusted the scope, and began to deploy the stent. Subsequently during deployment, it was noticed that the positioning of the stent was not in the desired location. The physician attempted to reconstrain the stent back onto the delivery system; however, it was unsuccessful. The stent was partially deployed when it was removed from the patient. Outside of the patient, the physician tried again to retract the outer sheath in an attempt to reconstrain the stent, but it was still unsuccessful. At this time, it was noticed that the outer sheath was stretched and there was a kink at the distal tip of the device. The physician completed the procedure with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient is over 18 years old. For the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has cancer at the head of the pancreas, and was being treated for a stricture within the common bile duct. Reportedly, the stricture was not tight and had not been dilated prior to the stent placement. During the procedure, the physician inserted the delivery system into the target lesion, and attempted to deploy the stent. However, the stent could not be deployed. Reportedly, the scope was severely flexed and the patient's anatomy was tortuous due to duodenal invasion. The physician adjusted the scope, and began to deploy the stent. Subsequently during deployment, it was noticed that the positioning of the stent was not in the desired location. The physician attempted to reconstrain the stent back onto the delivery system; however, it was unsuccessful. The stent was partially deployed when it was removed from the patient. Outside of the patient, the physician tried again to retract the outer sheath in an attempt to reconstrain the stent, but it was still unsuccessful. At this time, it was noticed that the outer sheath was stretched and there was a kink at the distal tip of the device. The physician completed the procedure with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.